Event description:
It was reported that this right ventricular (rv) lead had exhibited burning sensation under the rib cage and pain. No additional adverse patient effects were reported. This rv lead remains in service.